Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states device alarmed and displayed failed battery test. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 88 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents were within specification and no unexpected failed battery test alarm was noted. However, corroded battery tube was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip.